Manufacturer narrative:
Additional information was received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device serial number has not been received. Without the serial number, the device manufacturing date and expiration date may not be obtained. This device was made for distribution outside the united states. As such, there is not a pre-market approval, or 510(k) approval number associated with the device. The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that three months post implant of this pulmonary bioprosthetic valved conduit in a pediatric patient, right ventricular outflow tract (rvot) reconstruction was necessitated due to stenosis and increased right ventricular pressure. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.